Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a serious adverse event with a diagnosis of a diabetic ketoacidosis. Customer's blood glucose level over 250 mg/dl. The customer recovered completely on (B)(6) 2016. The device was not returned.